Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was having difficulty charging the ipg which resulted to the ipg no longer working following a non device related fall. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.